Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that ra lead had safety switch. Impedance measurement of 2300-2400 ohms. Noted noiseand inappropriate atrial episode. No inhibition noted. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).